Manufacturer narrative:
The device was returned and the evaluation found that the adhesive on the bending section cover was detached. Due to damage on channel tube, water tightness was lost. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the plastic distal end cover, bending section cover, and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. G2 (health professional should not be selected on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from biopsy channel. Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.